Event description:
The pump was explanted from a donor and returned to the manufacturer. It was noted that the foundation did not have any info regarding implantation, and the device was not returned "under any type of warranty claim". Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A f/u report will be sent when the analysis is complete.